Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump beeps continually after power up. No patient involvement.

Manufacturer narrative:
H3: one cadd solis vip pump was returned with no physical damage. The event history was unable to be reviewed because the patient data was lost. The power up process was conducted and the reported "continuous alarm" issue was unable to be duplicated. The pump had been previously returned for a liquid damage issue and the lcd and upstream sensor were replaced at that time. There was no fault found with the returned pump, but fluid ingression residue was found inside it. The main board will be replaced as a preventative measure.